Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with this implantable pacemaker stated that the device is not pacing correctly. Boston scientific technical services (ts) referred patient to physician. To date, this device remains in service. No adverse patient effects were reported.